Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years post implant of this bioprosthetic valve, the patient reported to medtronic's technical services about having back pain and shortness of breath since a car accident and the cardiologist stated the valve is failing and that blood is going to go to the lungs if the valve is not replaced soon. The patient also reported having atrial fibrillation (afib). No further adverse patient effects were reported. Medtronic received additional information that 6 years and 4 months post implant of this bioprosthetic valve, a non-medtronic transcatheter valve was implanted valve-in-valve. The reason for the replacement was not reported. No adverse patient effects were reported.